Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they think something is going wrong with "it", they are still holding retention even their ins is 100% charged, and they should not have to self-catheterize and have 500cc still in them. Caller stated that yesterday, they could not use the bathroom, and they had to self-cath. They also stated that they were just in the hospital 2 weeks ago because they couldn't use the bathroom, they couldn't walk, they had a kidney doctor put a catheter in, and was able to get out 1700cc, and their sodium level got up, and the flood came out of their leg. They also stated that even though they are charging their ins they are still having a lot of retention. Patient mentioned that when they had a CT scan a week ago, they are still having to push so hard to pee, and now it created a 1cm hernia on their umbilical part, and their small intestines might be coming out a bit. After they changed the therapy setting last night, they self cath and there's still 300cc in there. Patient also mentioned that they first noticed that their feet hurts, they couldn't walk, and still having problems going to the bathroom. They only found out 3 weeks ago, that they had too much retention. Patient decided to give their current therapy setting a week. Patient to monitor their symptoms and redirected to the hcp if it persists.